Event description:
On november 14th dr. (B)(6) was using zimmer biomet gps. Dr. (B)(6) was injecting the gps product number 800-0252 lot # 20700. Dr. (B)(6) later found out that he had left the screw on tip of product 800-0252 in the patient. Patient was brought back for surgery on 12-10 and the tip was removed. Dr. (B)(6) checked the tip that was left in the patient with another 800-0252 and the tip screwed on perfectly.